Event description:
It was reported that a large volume folfusor had a detached coil cap. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 20, 2014 to september 22, 2014. The device evaluation was completed to investigate the reported event. Visual inspection revealed the purple coil cap was detached from the housing. Therefore, the reported condition was verified through evaluation. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.